Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed that they are functioning properly and pass all functional testing's. However, found both sensors had broken cannulas, unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer was reporting issues with inserting the sensor. Customer reported her blood glucose was 552 mg/dl, treated. Troubleshooting for connections issues was performed. No further information reported.